Event description:
It was reported that the patient experienced prolonged hyperglycemia for more than 16 hours while using the ilet, with the caregiver calling to report elevated blood glucose; troubleshooting included guidance to consider a supply change and monitoring as the glucose trend began to decline. Symptoms included hyperglycemia. Outcomes included no reported injury, no alarms, and no hospitalization. Investigation included customer service troubleshooting and education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.